Event description:
Related manufacturer reference number: 2017865-2025-10816. It was reported that patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited high pacing impedance. During the lead replacement procedure, it was noted that the header failed to lock the lead on the port hence unable to reconnect the lead. The lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of could not tighten the setscrew to fix the lead was not confirmed. Analysis found the device normal. The setscrew was found normal with the hex inset undamaged with no stripping. Nothing was preventing torque wrench insertion into the setscrew inset. Lab testing found is-1 lead could be fully inserted into the connector port and the setscrew could be fully tightened down on the lead normally. The lead was held firmly in the connector. No device anomalies were found. A user related issue may have occurred with tightening the setscrew on the lead.